Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/28/2022. Additional information: h3, h6. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a one labeled winding former with a strand double armed and an extra needle/suture of product code 8726h. The product code must contain a strand double-armed per packet. The wrong number of components observed during the visual assessment has been correlated to the manufacturing process. Based on the information currently available, the extra needle was identified during the investigation of the picture received. This product issue will be addressed through ethicon¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. At first appearance, two needles were visible as usual, but when the needle holder grasped the needle and pulled out the suture, one needle with a suture came out from the inside. There was one double-armed suture and one single-armed suture in the package. No adverse patient consequences were reported. Additional information was requested